Event description:
It was reported that post implant of a realize adjustable band, the patient was not having any restriction. In (B)(6)of 2009 last charted note, the band was working properly. On (B)(6) 2010 the patient came in for a routine adjustment and no fluid cold be removed. More fluid was injected amount. Amount injected unknown. On (B)(6) 2010, the patient came for adjustment and the pa withdrew 0.75cc and found that the fluid was a yellow color. The pa injected the 0 .75cc back in and put another 1cc so patient now has 1.75cc. The patient was scheduled for a cholecystectomy procedure and the surgeon plans to evaluate band further. Attempts are being made to obtain additional information and will be sent on a medwatch supplement if received.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis. Band remains implanted.